Manufacturer narrative:
H3: the device was returned in a double plastic bag. Upon return, it was observed that a portion of the ribbon and the harness were cut off. It was also observed that the remaining portion of the ribbon was kinked. There were traces of sticky residue observed on the tube. The electrical/functional testing could not be performed due to damaged condition of the device upon return. The device was damaged upon return. H6: codes updated, previously submitted codes fdm b21, fdr c21 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted once analysis gets completed. G4: please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (nim® emg - endotracheal tube - nim flex¿ 8229970). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid surgery, it was impossible to monitor the vagus nerve and impossible to use the stimulator for the vagus nerve despite the change of all the equipment. The flex emg tube had no response from stimulation, even with the new stimulator. There was no patient injury.